Manufacturer narrative:
Additional narrative: (B)(4). Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit did not hold/secure wires properly on any of the three settings. It was further noted that the clamps and guide sleeve were worn, and the internal components were corroded. The assignable root cause was determined to be due to normal wear out from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified surgical procedure it was observed that the quick coupling device was not holding the k-wires properly. It was reported that there was an eight minute delay in the procedure due to the event, it was not reported if there was a spare device available for use. The procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.